Event description:
The customer called to report that he was hospitalized twice due to low blood glucose levels. Both events occurred in (B)(6) 2011. The first blood glucose reading was 30 mg/dl. The second blood glucose reading was 28 mg/dl. Troubleshooting performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. The customer also mentioned that his insulin pump settings had been changed prior to the hospitalizations. Since then, he has changed doctors, and has not experienced low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.